Event description:
The initial reporter alleged discrepant results with the hiv duo elecsys e2g 300 v2 assay during a validation study conducted on (B)(6) 2023 using the cobas e 801 module. The validation study involved 95 samples, of which 7 samples showed discrepancies when compared to the abbott hiv assay. The results were not provided outside the laboratory as they were obtained for study purposes. The following results were reported: patient 1: abbott hiv assay result was 5.32 s/co (reactive), and elecsys hiv duo result was 25.9 coi (reactive). Patient 2: abbott hiv assay result was 1.20 s/co (reactive), and elecsys hiv duo result was 1.58 coi (reactive). Patient 3: abbott hiv assay result was 1.80 s/co (reactive), and elecsys hiv duo result was 3.29 coi (reactive). Patient 4: abbott hiv assay result was 0.65 s/co (non-reactive), and elecsys hiv duo result was 1.49 coi (reactive). Patient 5: abbott hiv assay result was 0.75 s/co (non-reactive), and elecsys hiv duo result was 1.64 coi (reactive). Patient 6: abbott hiv assay result was 0.98 s/co (non-reactive), and elecsys hiv duo result was 1.91 coi (reactive). Patient 7: abbott hiv assay result was 9.20 s/co (reactive), and elecsys hiv duo result was 0.109 coi (non-reactive). The customer noted that both assays use the same cut-off value of 1.0. Based on the official interpretation of results, samples 4, 5, and 6 were considered false reactive with the elecsys hiv duo assay or false non-reactive with the abbott hiv assay. Sample 7 was considered discrepant non-reactive with the elecsys hiv duo assay or false reactive with the abbott hiv assay.

Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited as no calibration or quality control data, pre-analytical information, or additional instrument-related details were provided. Additionally, no feedback was received from the customer regarding follow-up questions, including confirmation of the validation study date, confirmatory testing results, or availability of patient samples for further analysis. The discrepancies observed in the validation study were attributed to sample-specific factors. A definitive root cause for the reported event could not be determined based on the available information.